Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the right atrial lead exhibited noise. During the procedure, it was discovered that the lead was worn. The right atrial lead was successfully explanted however, while attempting to remove the right ventricular lead, the patient's blood pressure began to drop. The physician attempted to perform open heart surgery however, after several hours the patient deceased.